Event description:
It was reported that during a colon procedure, error code was displayed. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 05/23/2007. Other = batch number. Blade damage/tip off. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off but present. The remaining blade portion was scratch. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional inserts states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.